Event description:
A consumer reported that four years following his intraocular lens (iol) implant surgery, his current surgeon, (not the implanting surgeon), indicated that his iol was decentered and his intraocular pressure (iop) has increased. Additional info was received from the consumer's current surgeon who confirmed the iol was implanted in the sulcus and had decentered temporally with transillumination defects and increased iop. She also stated that there was no posterior capsular opacification (pco) observed and that the capsule was open, presumably from time of surgery. Additional info was received from the implanting surgeon stating that he was unsure if the iol was in the capsular bag and that no pco had been observed. He also stated the consumer's last visit with him was one and a half years ago. The surgeon indicated the use of an unapproved viscoelastic during the surgical procedure. In an additional follow-up with the consumer's current surgeon, she indicated that the iol had been exchanged for different model.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no similar complaints reported for this lot. Additional info was requested by phone, fax and mail on 02/27/2012, 02/29/2012, 03/06/2012 and 03/14/2012. A completed questionnaire was received from the consumer's current surgeon on 03/06/2012 and a partially completed questionnaire was received from the implanting surgeon on 03/06/2012. (B)(4).